Event description:
It was reported that the insertable cardiac monitor exhibited false pause and bradycardia episodes due to under-sensing.. No intervention was performed. No patient consequences.

Event description:
New information notes that the programming changes were made on the device. No patient consequences.